Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The power tool coupling was broken off and returned with the rest of the device. It was noted that the returned device has a drive chain with a stryker-zimmer hall coupling. However, the drive chain that is intended to be used for the returned part number is a hudson coupling. A manufacturing review was completed that verified there were no discrepancies were identified and device that was manufactured and sent to the customer was shipped as a hudson coupling. The returned stryker-zimmer hall coupling drive chain was manufactured under a different part number and was sold to another customer. In summary, the cause of the complaint was due to wear. No further investigation required. (B)(4).

Event description:
It was reported during an unknown patient procedure that while reaming the acetabulum, the reamer shaft broke. No adverse events were reported as a result of the malfunction.